Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. The defib conductor was distorted. The outer tubing overlay had cosmetic environmental stress cracking. The outer insulation had a cosmetic depression. There was blood in/on the helix/lobe mechanism. The helix was blocked by the guide tooth. Visual analysis noted apparent explant damage.

Event description:
It was reported that the right ventricular lead had increasing thresholds. The lead was explanted and replaced. No patient complications have been reported as a result of this event.